Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vticm5_12.6,-5.5/+1.5/87 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. Excessive vault, refractive surprise, and significant reduction of irido-corneal angles was observed. The lens remains implanted and the surgeon is not sure if the lens will be explanted or exchanged, the surgeon will be monitoring over the next months. Patient's condition remains the same. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: (B)(4). Claim# (B)(4).